Manufacturer narrative:
Engineering investigation after inspection of the returned device - shared pin damage marks on the reamer sides came to root cause of this failure is misuse and not following the IFU instructions.

Event description:
Dr (B)(6) was performing a revision acl using the switchcut system. When he went to drill the 4.5x9.5 switchcut reamer through the femur, and before he reverse reamed his femoral tunnel to a 9.5, he noticed that the drill piece was missing. The small flap piece that opens when the drill is put in reverse was no longer attached to the drill. We then brought in x ray and we located the drill piece in the tibial tunnel and it was recovered. Both the drill and the broken piece will be sent back. A second 9.5 switchcut reamer was opened and used to drill the femoral tunnel.